Manufacturer narrative:
Philips service replaced the pdu fantray and dcps, restoring the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the pdu fantray and dcps failed due to water damage on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.